Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implantation. The article reports that approximately five hours following the implant of the leadless ipg, the patient developed ventricular fibrillation (vf) cardiac arrest. The patient received seven shocks and eight ampules of epinephrine in addition to intravenous amiodarone and lidocaine boluses. Return of spontaneous circulation was subsequently achieved, and they were transferred to the cardiovascular intensive care unit. Device interrogation showed normal function with stable impedance, sensing, and slightly higher pacing thresholds. Transthoracic echocardiography did not show any evidence pericardial effusion, and the chest x-ray showed stable device positioning from implantation. The vf was presumed to be secondary to myocardial irritation from the leadless ipg. The patient developed worsening shock with increased vasopressor requirements and was later transitioned to comfort care and subsequently expired within 18 hours of the implant procedure. The status/disposition of the device is unknown. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ventricular fibrillation cardiopulmonary arrest following micra¿ leadless pacemaker implantation. The journal of innovations in cardiac rhythm management. 2021;12(11):4756¿4760. Doi: 10.19102/icrm.2021.121102.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ventricular fibrillation cardiopulmonary arrest following micra¿ leadless pacemaker implantation. The journal of innovations in cardiac rhythm management. 2021;12(11):4756¿4760. Doi: 10.19102/icrm.2021.121102.

Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implantation. The article reports that approximately five hours following the implant of the leadless ipg, the patient developed ventricular fibrillation (vf) cardiac arrest. The patient received seven shocks and eight ampules of epinephrine in addition to intravenous amiodarone and lidocaine boluses. Return of spontaneous circulation was subsequently achieved, and they were transferred to the cardiovascular intensive care unit. Device interrogation showed normal function with stable impedance, sensing, and slightly higher pacing thresholds. Transthoracic echocardiography did not show any evidence pericardial effusion, and the chest x-ray showed stable device positioning from implantation. The vf was presumed to be secondary to myocardial irritation from the leadless ipg. The patient developed worsening shock with increased vasopressor requirements and was later transitioned to comfort care and subsequently expired within 18 hours of the implant procedure. The status/disposition of the device is unknown. Further follow up did not yet yield any additional information.